Manufacturer narrative:
On nov 11 2021, additional symptoms were reported: the patient also experienced temporal left swelling of the brain and cognitive and physical deterioration. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 24, 2023, additional information was received indicating the patient also experienced unspecified autoimmune disorders, along with silicone and metal toxicity. On (B)(6) 2023, it was reported the patient also experienced device rupture on the left side. This report is for the right breast prosthesis. H6. Health effect - clinical code e2402: toxic reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 9 2021, additional information was received indicating the patient experienced additional symptoms including multiple sclerosis, bell's palsy, and back pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and suffered several unexplained systemic symptoms, including capsular contracture baker grade unknown, brain fog, breathing difficulty, fatigue, inability to eat, allergies, memory loss, depression, anxiety, panic disorder, neurological issues, seeing black spots, joint pain, inflammation, weight loss, eczema, bloating, stiff bones, facial palsy, MRI of the brain informed she had silicone in her brain, fibromyalgia, toxic encephalopathy, and blurry vision. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) , 2020. This report is for the first of two devices.